Event description:
Reporter indicated, a vns patient presented with a "funny feeling in her chin", after the device setting was increased to 1ma. A pop-up window, with the message "programmed current possibly not delivered at specified level, (possibly limited by battery voltage, lead impedance or other reasons)", came up on the screen. Diagnostic test resulted in output=low, output current delivered=0.75ma, impedance=3364 ohms. Good faith attempts to obtain additional information have been unsuccessful to date.